Event description:
As of 19 december 2022, there are 339 hips implantations with the profemur preserve classic hip stem in the german registry (eprd). It should be noted that due to the phasing out of profemur preserve modular hip stem, there are still 94 hips implanted with this stem within the national joint registry. The following information is provided by the registry without differentiating between classic and modular stems. There were 13 revisions reported, each will be captured separately. Reason for revision: unknown (reported as other).